Event description:
After complaining of syncope, pt was seen by dr in the ER on 12/7/95. Interrogation of pacer showed mode, rate, & refractory period to be reprogrammed. Pt claims no other health care provider reprogrammed the pacer. The default settings were not in effect as would be expected had she been exposed to electromagnetic interference.